Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent post paced t wave oversensing. Technical services was contacted for programming suggestions and the necessary programming changes were made. Patient was in stable condition.